Manufacturer narrative:
(B)(6).

Event description:
It was reported the fast fix 360 t2 did not trigger.

Manufacturer narrative:
Complaint indicated ¿t2 did not trigger¿. The customer has returned two devices. Device #1 has no t¿s or suture returned. The device has a very disfigured delivery needle. The delivery mechanism will no longer cycle or retract properly due to damage attained. It is indicative of a challenge to reach the desired surgical location. Device #2 has both t¿s and suture returned. T1 has been freed from within the needle track, but remains attached to the suture and t2. There is no damage noted of device #2. Functional test was successful with advancing t2 and deployment. No root cause related to the manufacturing process can be established. No further investigation warranted.